Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the t:lock connector was crimped and discolored. Customer's blood glucose was 120 mg/dl. Reportedly, the supplies were changed to address the event.